Event description:
During review of internal programming history it was noted that it was likely a vns patient had a faulted diagnostic test that changed their vns settings. The event occurred on (B)(6) 2006 and was the patient's settings were corrected on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.